Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during a colon esd procedure on (B)(6) 2026. During the procedure, the mantis clip did not detach from the sheath. The physician attempted to retract and extend the sheath several times. After a few attempts, the sheath and clip detached; however, the mantis also disengaged from the tissue. The procedure was completed with another of the same device. There were no other reported patient complications as a result of this event.